Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7173802, medical device expiration date: 2018-12-31, device manufacture date: 2017-06-22, medical device lot #: 7130993, medical device expiration date: 2018-11-30, device manufacture date: 2017-05-10. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had gel smearing.